Event description:
It was reported that before and during use, the patient found a foreign object in the device. There was no disinfection or sterilization, and no infectious disease occurred. Pump replacement was scheduled. There was no patient harm.

Manufacturer narrative:
B3: event date unknown. Four samples and three photos were received for evaluation. The reported issue was detected in the photos provided. The samples were received unused. Upon visual inspection, particles were found. The reported issue was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.